Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the investigation, the fact that the fiber was working and failed ¿near the laser end¿ or the fiber (near the fiber connector) ¿during the case¿ indicates that the fiber was likely stressed, causing the fiber to fracture or break. The laser energy emitted from the fracture caused the ¿sparking¿. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device was not returned for evaluation. The user facility discarded the device. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
The user facility reported that the fiber sparked and broke near the laser unit . Customer stated it broke more towards the laser unit and not near the patient. Customer stated that she may have leaned on the fiber when changing the fluid bag causing the break in the fiber and the spark. The issue found during an unspecified procedure. There was no patient harm or injury reported due to the event. No user injury reported.